Event description:
It has been reported to philips that the ippc would not boot up intermittently. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a coronary diagnosis procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system ippc would not turn on intermittently. Review of the log file showed system has a normal start and was turned off. Upon functional testing, the fse found that the issue occurred with ippc battery which had 2.5 v. To resolve this issue the fse replaced the ippc battery and formatted the hard drive and recreated the image. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.